Event description:
It was reported via implant card received by the manufacturer that the patient underwent vns re-implantation surgery due to "other - previous infection." No further reports will be made unless new, relevant information to the infection is received.

Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy.

Event description:
It was reported by the surgeon that the patient's mother stated there was pus coming from the patient's lead incision. A review of device history records revealed that the generator and lead were sterilized and passed quality control inspection prior to distribution. The patient underwent full vns explantation surgery. No additional relevant information has been received to date.